Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size on an unknown date. It was reported that a CT scan identified device migration with suspected type ia endoleak. Re-intervention was successfully carried out approximately 2 weeks later with the addition of a endurant cuff. The event was resolved. Per the physician, the cause of the event due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.